Event description:
The patient contacted lifescan alleging that their one touch ultra smart meter displayed the error 5 message and had sticking buttons. The medical affairs specialist spoke with the patient in 2005. The patient has type ii diabetes; they take no diabetes medication and manages their diabetes with diet only. Their blood glucose results have been "going up and down a lot" their doctor directed them to test with the meter 6 times a day to get a better idea what their blood glucose pattern is. Several days ago they obtained an am result of 220 mg/dl on the reported meter. A couple hours later, they felt shaky. They tested with their friend's meter and obtained a result of 78 mg/dl. They called their doctor and was told to come to the doctor's office. A result of 72 mg/dl was obtained on the doctor's meter. A nurse gave them som crackers to eat. The patient did not take diabetes medication and did not base diabetes treatment on the meter results. None of the results on any of the meters indicate injury. Therefore, there is no indication that the patient experienced injury or medical intervention due to the product. The customer care representative (ccr) confirmed that the ok button was sticking. The meter was replaced.